Event description:
Event#1) a 2.7 french single lumen bard broviac catheter was inserted in the left greater saphenous vein. There was some difficulty threading past area of the right groin cvc. The catheter is used to infuse fluids and draw blood. Per nursing note the catheter was oozing. Central line study shows extravasation of contrast in the tract, but catheter still appears intact. The broviac was removed in one piece on exam. There were two holes halfway between the exit site cuff and the entrance into the vein. Event#2) catheter in left saphenous occluded. On removal two holes found three cm from the cuff, 0.5 cm apart. Event#3) catheter infiltrated. When removed, catheter was broken in the thigh region. The broken portion flipped into the iliac vein and had to be retrieved by interventional radiology. The response from manufacturer to hospital is they have no known issues and no recommendations.